Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 6mm amplatzer septal occluder was implanted. When the patient was in the post-operative room, the device embolized from the interatrial septum to the abdominal aorta. Arterial access was used to retrieve the device percutaneously using a snare. A 30mm amplatzer cribriform occluder was successfully implanted. The patient is reported to be stable.